Manufacturer narrative:
Liang, d., maizels, l., sparks, p. Bubble bubble in the left atrium (la) pulsed field ablation (pfa) toil or impending trouble? [Conference presentation]. P687. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that an air embolism occurred. Procedure summary: pre procedurally the patient was confirmed via transesophageal echocardiogram (toe) to be in sinus rhythm. A pulse field ablation (pfa) procedure for paroxysmal atrial fibrillation (af) was performed using a 31mm farawave catheter. Forty five (45) applications of ablation were performed with the farawave catheter. Post procedurally opacification of the left atrial appendage, suggestive of air collection, was identified via toe. Patient status: the patient underwent monitoring of st segments and neurological symptoms and was discharged one day post index procedure with no sequelae.